Event description:
Customer requested repair of an ambulatory infusion pump due to the delivery volume being out of specification (too high).

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypads and labels removed. The pump was in good physical condition. The event history log was unable to be reviewed. Functional testing was performed using the delivery accuracy test. Testing did not duplicate the reported problem. No fault was found; and therefore, the root cause of the problem was unable to be determined. As a preventive measure, the pump expulsor was trimmed to bring delivery of the pump into a more nominal range., corrected data: d5 operator of device, h6 patient code.